Event description:
The customer reported a pacer equipment malfunction and a charge/shock equipment malfunction. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.